Event description:
Reported an incidence of microbial keratitis in the left eye of a patient who had been using a durasoft 3 colorblends lens as a prosethetic lens in patient's blind eye since october 2004. In 2005 the patient presented at the opticians with pain, tearing and suppuration of left eye. Patient had these symptoms for one week. The store manager state that the patient's notes reported an ulcer located centrally in the patient's left eye and the prescribed treatment as: biodacyna, erytromycinum and corneregel. At follow-up visit 17 days later the notes state that the patient's eye was much better and patient was advised to continue treatment with corneregel for a further week. The store manager stated that the incident had now resolved.